Event description:
It was reported that a custom tube had no markings on it. This was noticed after five cycles of use and cleaning. Also, the obturator was reported to be too long. No patient injury was reported.

Manufacturer narrative:
Model# and PMA/510k are unknown; no additional information was received. One device was received, the part number and lot number is unknown. Initial visual inspection of the trach, it is evident that the ink is no longer legible. However, while reviewing the files included with this complaint, it is unclear how many times this piece has been reprocessed, as well as whether the appropriate cleaning agents were used. Regarding the obturator that was returned with this device, it was confirmed that it was too long as alleged. Unfortunately, with no lot number information or patient ordering history, given for this device, it cannot be determined how this issue occurred. Given the large disparity between the acceptable range and what was returned by the customer, it is highly likely that this obturator would have been rejected in-process if it were paired with this particular tube. For this reason, it is possible that this particular obturator got mixed in with this tube from another lot. Root cause could not be determine with confidence. There was no lot number provided by the complainant; therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).